Event description:
On (B)(6) 2011 urologists at (B)(6) reported that the bard all silicone foley catheters have caused patient problems. The silicone catheters have a "lip" so that when the balloon is deflated for removal of the catheter, the lip creates a ridge that causes patients to have pain, hematuria and trauma. For example, the catheter can become encrusted with the patient's tissue growing on the site, making removal difficult. Also, the catheters appears to be too stiff causing bladder spasms and hematuria. As a result, bard silicon foley catheters have been removed from the hospital service.